Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿dried out iodine¿. This occurred before using the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not received and therefore, could not be evaluated. However, one (1) companion sample was received for evaluation. A visual inspection of the companion sample was performed with the naked eye and the sponge revealed the presence of iodine. The reported condition was not verified. The companion sample met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.